Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 5.0 and 7.5 cm from the proximal end. The embolization coil was intact its pusher assembly. The pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock. The introducer sheath had coagulated blood inside conclusions: evaluation of the first returned ruby coil revealed that the pusher assembly was kinked. These kinks may have been due to forcefully advancing against the reported resistance. The introducer sheath was returned with coagulated blood inside. This may have contributed to the resistance experienced during the procedure and the inability to advance the coil from the sheath during functional testing. Further evaluation revealed the mid-joint was retracted proximal to the introducer sheath friction lock. The introducer sheath friction lock has a small inner diameter (ID) than the rest of the sheath, which allow the sheath to seat properly on the pusher assembly mid-joint. If the mid-joint is retracted proximal to the introducer sheath friction, it is likely that resistance may be experienced upon advancement. This was likely incidental to the reported failure and occurred post-procedure as the reports indicates they were able to advance the coil. Evaluation of the second returned ruby coil revealed that the ddt was fractured off the distal tip of the pusher assembly. If the rotating hemostasis valve (rhv) is not completely opened and the device is forcefully retracted against resistance, damage such as this may occur. Further evaluation of the returned device revealed that the embolization coil was detached from its pusher assembly. If the ddt is fractured off the pusher assembly, it will likely result in the embolization coil detaching from its pusher assembly. The non-penumbra microcatheter identified in the complaint was not returned to penumbra for evaluation. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2018-01147.

Event description:
The patient was undergoing a coil embolization procedure in the celiac artery using ruby coils. During the procedure, while advancing a ruby coil through a non-penumbra microcatheter, the hospital technologist experienced resistance. The hospital technologist and the physician then straightened the coil but resistance was still encountered; therefore, the ruby coil was removed. While advancing a new ruby coil into the aneurysm, the physician did not like the way the coil was packing and decided to removed and re-sheath it. While retracting the ruby coil, the physician experienced resistance and as the ruby coil was almost all the way out of the microcatheter, an audible "snap" sound was heard and the ruby coil unintentionally detached. The physician then pulled the ruby coil out of the microcatheter and successfully completed the procedure using additional ruby coils and the same microcatheter. There was no report of an adverse effect to the patient.